Event description:
It was reported that a dual channel flogard infusion pump had an unknown failure code. It is unknown if there was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was serviced on-site. The unknown failure code was confirmed as an f-73 alarm via the alarm log. The cause was due to a shorted and corroded cni/f ribbon cable caused by fluid ingress. The ribbon cable was cleaned to resolve the issue. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). A follow-up report will be filed if any additional relevant information becomes available.